Event description:
The customer reported the generation of erroneously high sodium (na) and ise (ion selective electrode) urine/ serum high stability error on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted customer laboratory technician troubleshoot over the phone. The laboratory technician noted that the buffer valves were stuck, and diaphragm was not intact. The failure mode was determined to be a defective buffer valve. A new buffer valve was requested and will be replaced once it is received. This resolved the issue. No further issues have been reported. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).